Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what type of procedure was the device being used in? Lar on which firing did this occur? Have not yet any firing. For clarification, does, the staples fail from the cartridges, mean that the staples fell out of the reload before firing? Yes. If this is not correct, on this firing, did the device staple? N/a. If the device stapled, was the staple line complete n/a. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? N/a. Did the device cut? No. If the device cut, was the cut line complete? How was the procedure completed? Use the new one instead the analysis found that one ntlc75 device was returned with the saddle pin loose and both bearings missing from the saddle pin, the bearings were returned inside the plastic bag. In addition the halves were returned mixed. Two cartridges reloads were returned present, the reload (b) was received with 1 driver up and locked. The reload (c) was returned with (B)(4) drivers up and locked. No functional test was performed due to the condition of the device. The condition of the saddle pin is consistent with a poor riveting, causing the saddle pin to be loose and the bearings to come off. This defect has been correlated to a manufacturing process. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an unknown procedure, when reloading, the staples fail from the cartridges twice. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.